Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 10/30/2015 as follows: the plaintiff allegedly received the filter implant via right internal jugular vein on (B)(6) 2009 for dvt. The plaintiff alleges organ perforation, vena cava perforation, and abdominal pain.

Manufacturer narrative:
(B)(4). Date of event: unknown as information was not provided. Summary of investigational findings: since no device or imaging studies have been available and only limited medical records have been made available the exact root cause for what caused the alleged pain in stomach because of the filter in the kidney and psychological issues are unknown. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2009 at (B)(6) hospital, (B)(6)". Addtional information received 26jan2016: notes taken from the limited medical records provided by [pt]: no retrieval attempts have been made but [pt] claims organ perforation and vena cava perforation. [Pt] claims: "have pain in my stomach because of the filter in my kidney and I have psychological issues." Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Complaint is reopened due to additional information provided; organ perforation, vena cava perforation, and abdominal pain. However, since this information is not new the below investigation of (B)(6) 2016 is still valid and remains unchanged. No imaging provided, therefore, it is impossible to comment on alleged "pain in my stomach because of the filter in my kidney and I have psychological issues". Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2009 at (B)(6)." Additional information received 26 jan 2016: notes taken from the limited medical records provided by [pt]: no retrieval attempts have been made but [pt] claims organ perforation and vena cava perforation. [Pt] claims: "have pain in my stomach because of the filter in my kidney and I have psychological issues." Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). As catalog # is unknown it could be either k061815, k073374 or k090140. Investigation is still in progress. (B)(4).

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2009 at (B)(6)".&#842; patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.